Manufacturer narrative:
The device was returned for evaluation. The investigation showed slight buildup of residue inside the lock, which caused it to have lateral and rotational movement. The unit had been repaired and had the base casting replaced. Preventative maintenance and cleaning required. The DHR was unable to be reviewed, as the identification number does not appear to be a valid integra number. The reported complaint was not confirmed, as the product functions within specifications. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01134.

Event description:
This is 1 of 2 reports. A sales representative reported in behalf of the customer that the a1059 mayfield modified skull clamp wobbled. Additional information received on 09dec2019 stated the incident happened on (B)(6) 2019. The device was not in contact with the patient and there was no patient injury. In addition, there was no procedure performed that used the device and no delay was noted due to the product problem. In addition, the product problem was discovered before a procedure and after the product problem occurred, they switched to a properly functioning clamp. Additional information has been requested.